Manufacturer narrative:
The insulin pump had intermittent up and down arrow button response due to corroded keypad traces. No button error alarm was noted. No sticking buttons or display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, and missing reservoir tube seal. The insulin pump was received without the original belt clip. No moisture damage was noted inside of the insulin pump.

Event description:
The customer reported via telephone call that the insulin pump was cracked and that the buttons were not working. The customer reported that the buttons were sticking and that the numbers scrolled on the display without input. The customer did not recall the blood glucose reading. The crack was located at the top of the battery and reservoir compartment and the customer was unsure of how the damage occurred. The customer received a button error alarm. The blood glucose reading at that time was 90 mg/dl. The customer reported that the insulin pump may have gotten wet from sweat but had not been in water. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.